Manufacturer narrative:
The reported event was confirmed. An amber irrigation lubricath catheter was returned opened with its original packaging (gross visual evaluation). The drainage eye measurements were taken. The tip length of the upper eye was above specifications. The root cause of this failure was an operator error during drainage eye burning. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surfacedeterioration prior to use."

Event description:
It was reported that foreign material was found on the catheter when the package was opened. It was later reported from the international business center representative on (B)(6) 2020, the catheter drainage eyes were found to be to far from the catheter tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that foreign material was found on the catheter when the package was opened. Per email received from the ibc representative on 7-jan-2020, the catheter drainage eyes were found to be to far from the catheter tip.